Event description:
Consumer reports meter is giving inaccurate readings when compared to their other meter. Analysis run on clark error grid using competitive reading (40) as ref. Point vs. Bd reading (230) yielded data ponts in the e range of the grid, outside acceptable limits.